Manufacturer narrative:
(B)(4). Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify ramping due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.

Event description:
Information received by medtronic indicated that the insulin pump had all buttons unresponsive. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button except the escape button. The device was returned for analysis.